Event description:
A (B)(6) male patient contacted zoll customer support to report that wrench code 37 appeared on his monitor. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (wrench code 37) has been confirmed. Upon evaluation the interconnect cable was damaged, causing abnormal shutdowns thus generating wrench code 37. The cause for the damaged cable cannot be positively determined. No adverse event resulted from the damaged cable. The patient received a replacement monitor.